Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the system was stuck with a self test in progress message. Prior to calling, the customer performed a hard power cycle on the system without resolving the issue. The technical support engineer (tse) assisted the caller with checking the power cords on the isolation transformer and ensured the power cords were firmly seated in the video processor and endoscope controller. They also confirmed that the fiber cable was seated in the core and swapped ports after reseating both ends. The system powered on, but the issue was still present. Only the led on the endoscope controller was illuminated on the front of the vision tower. The fiber cable connected to the core was also noted with a red led on both ports. The customer attempted cycling the circuit breakers on the video processor (vp) and vision side cart (vsc) a second time with no resolve. The caller obtained a second vsc from a system not in use to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue first occurred after the ports had already been placed. After swapping to a different vision side cart (vsc), the procedure was completed as planned without any injury or harm to the patient. The customer was unable to provide any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue. There was a "video processor self test in progress" message present upon startup with no video and a recoverable 31243 fault. The fse replaced the video processor (vp), which resolved the issue. The system was tested and verified as ready for use. Isi received the vp involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported failure. Upon testing the vp, there was no led on the front or back. The vp was not seen on the gemini laptop app. Fa moved the ethernet cable to the video processor power distribution (vppd) board, and were unable to establish connection. The vppd board had failed. System log review was performed. Per the review, the following was confirmed: a colorectal procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to the vp not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.